Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) and subsequently hospitalized with a blood glucose (bg) level was 450-700 mg/dl and high ketones that were not identified as life threatening. Customer attempted to self-treat with a correction bolus via pump however was treated at the hospital with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2023.